Event description:
The report received from the affiliate indicated that the physician was using the five (5) fr. Diagnostic catheter for a pulmonary embolization procedure. While attempting to advance the guidewire through the catheter, he experienced resistance/friction. After several attempts to advance, the physician removed the catheter from the patient. Inspection of the catheter was done and a tear was noted and the catheter was noted to be nearly separated into two pieces. Another catheter was used to complete the procedure. There was no reported patient injury. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
The product was returned for inspection. A review of the manufacturing documentation associated with this lot, presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 13338034 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Zero (0) units were rejected during the final assembly of this lot. No issues were noted that were considered potentially related to the reported complaint. No conformance records were issued for this lot. No excursions were found for lot 13338034. Body tip hub assy 13335257 and 13335258 were reviewed. Forty-seven (47) units were rejected during the assembly of lot 13335257 and fifty (50) units were rejected during the assembly of lot 13335258. It was observed during review of these lots no non-conformances were generated and no other incidents were noted that could be potentially related to the complaint reported. No other issues were noted that were considered potentially related to the reported complaint. Additional information will be submitted within 30 days upon receipt.